Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year after the permanent implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7083227/7084492.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) device explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility.